Event description:
The customer reported two (2) drops of fluid consisting of diluent and blood leaked from the rinse block of the lh 500 hematology analyzer during probe backwash. The customer indicated that the leak was contained within the instrument and the instrument did not generate any error messages. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and proceeded to replace a partially clogged probe rinse block to resolve the issue. The fse verified the repair as per established procedures and results met published specifications. Results: failure mode of the event is attributed to a partially clogged probe rinse block. (B)(4).